Event description:
Boston scientific crm received information that this patient experienced a syncopal episode and fell down a flight of steps. Upon admission to the hospital, testing did not reveal a specific cause for the syncope. The physician attributed the episode to stress and anxiety possibly causing a drop in blood pressure (bp). Technical services (ts) was consulted by the health care provider (hcp) about possible device advisory involvement. Ts noted that this device was included within a subset of devices affected by a physician communication regarding the insignia microcrystal failure mode 2 ((B)(6) 2005). This failure mode would have exhibit symptoms of no-output, which would not be transient. Ts recommended saving the device memory to a disk and sending it in for engineering analysis. The hcp also considered a holter monitor for further patient evaluation. A save to disk was performed by the hcp and sent in for engineering analysis. Engineering review of the information indicated that it was likely the device was not exhibiting insignia microcrystal failure mode 2 advisory symptoms as the hcp noted there has been full battery data observed throughout implant. All lead measurements were noted to be within normal limits. To date, no further adverse patient effects were reported. This device was explanted one year later due to normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated. The product has been received for analysis. This report will be updated upon completion of analysis.